Manufacturer narrative:
(B)(4). Recall: this ipg serial number was included in field advisories. 1627487-05242011-002-r; 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports failure to recharge the scs system for several months. As a result, stimulation has ceased and the ipg will no longer communicate with the charging system. Reportedly, a replacement charger was sent to no avail. Surgical intervention may be undertaken as the next course of action to address the issue.